Event description:
Additional information was received confirming the issue was resolved following the ipg replacement.

Manufacturer narrative:
The reported event for inability to charge ipg was confirmed. The ipg was able to communicate with a patient programmer. However, the ipg would not charge with the lab charging system. Troubleshooting revealed that the inability to charge was isolated to components q15 and q16. Q15 and q16 are fets in the primary regulator circuit that switch on and off to modulate the coil current. Since q15 and q16 were degraded, the absorption of rf energy from the charger was limited and vchg could not maintain sufficient voltage to enable charging. The degraded components q15 and q16 only affected the ipg charging capability and had no effect on stimulation output or communication with a patient programmer.

Event description:
It was reported that the patient was unable to recharge their ipg. Reportedly, the patient had therapy and the ipg communicated with programmer, but was unable to communicate with the charger. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1: facility name: (B)(6).